Event description:
Tooth fracture, chipped, cracked [tooth fracture]. Case description: a consumer reported that they, a male in his 60s, used oral-b vitality series toothbrush every day beginning (B)(6) 2013 and reported that the toothbrush cracked a second foretooth from the upper middle on (B)(6) 2013, due to the strong vibration of the toothbrush. Treatment: polishing (self treatment). The case outcome was not recovered/ not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.